Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('slowly removed the entire essure coil and it came out into 2 pieces'), pelvic pain ('pelvic pain female/ chronic pain') and heavy menstrual bleeding ('heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per ppf)". The patient's medical history included atypical squamous cells of undetermined significance on (B)(6) 2021, diabetes mellitus on (B)(6) 2021, cobalamin deficiency on (B)(6) 2021, folic acid deficiency on (B)(6) 2021, vitamin d deficiency on (B)(6) 2021, abdominal bloating, multigravida, parity 2, menorrhagia, obesity, abdominoplasty, augmentation mammoplasty, hip replacement, scar and increased urinary frequency. Concurrent conditions included human papilloma virus infection, stress incontinence, female and hypertension. Family history included breast cancer. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain/abdominal pain"), pelvic discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("bladder/urinary problems ¿ uti"), alopecia ("other injuries/symptoms ¿ hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("other injuries/symptoms ¿ vision probs"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (robot bilateral salpingectomy with removal of essure coils and endometrial ablation). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract infection, alopecia, headache, visual impairment and gastrointestinal disorder outcome was unknown, the pelvic pain, nausea and vaginal haemorrhage had resolved and the heavy menstrual bleeding, abdominal pain, pelvic discomfort, abdominal distension, abnormal weight gain and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011 no. Of trailing coils: left- 3, right- 2. Lot number: 789028 manufacturing date: 2010/10 expiration date: 2013/10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-aug-2021: mr received. Case become an incident due to surgery and ablation were added. New event: vaginal bleeding and device breakage added. Reporters, medical history and concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('slowly removed the entire essure coil and it came out into 2 pieces'), pelvic pain ('pelvic pain female/ chronic pain') and heavy menstrual bleeding ('heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no (per ppf)". The patient's medical history included atypical squamous cells of undetermined significance on (B)(6) 2021, diabetes mellitus on (B)(6) 2021, cobalamin deficiency on (B)(6) 2021, folic acid deficiency on (B)(6) 2021, vitamin d deficiency on (B)(6) 2021, abdominal bloating, multigravida, parity 2, menorrhagia, obesity, abdominoplasty, augmentation mammoplasty, hip replacement, scar and increased urinary frequency. Concurrent conditions included human papilloma virus infection, stress incontinence, female and hypertension. Family history included breast cancer. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain/abdominal pain"), pelvic discomfort ("increasingly discomfort"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("bladder/urinary problems ¿ uti"), alopecia ("other injuries/symptoms ¿ hair loss"), headache ("headache"), nausea ("nausea"), visual impairment ("other injuries/symptoms ¿ vision probs"), gastrointestinal disorder ("gi conditions") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (robot bilateral salpingectomy with removal of essure coils and endometrial ablation). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, dyspareunia, dysmenorrhoea, vaginal discharge, urinary tract infection, alopecia, headache, visual impairment and gastrointestinal disorder outcome was unknown, the pelvic pain, nausea and vaginal haemorrhage had resolved and the heavy menstrual bleeding, abdominal pain, pelvic discomfort, abdominal distension, abnormal weight gain and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, device breakage, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2011 no. Of trailing coils: left- 3, right- 2. Lot number: 789028 manufacturing date: 2010/10 expiration date: 2013/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.